Event description:
It was reported that the patient's device was not displaying sequence counters for pacing, they are all listed as zero. The device remains in use. No patient complications have been reported as a result of this event.